Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault. There was tear in the driveline proximal to where the modular cable could be changed. Log file review revealed low flow events on 30apr2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The driveline power fault appeared to have been triggered by a brief elevation in current on power line a but has since returned to normal ranges. Additional information received stated that the patient had another driveline power fault. X-ray images of the driveline were unremarkable. The modular cable and system controller were exchanged. Corrosion was not seen on the modular cable pins. The site believed that they had the patient long enough and confirmed there were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned in association with driveline power fault alarms. The system controller passed preliminary testing without issue or alarms. A review of the submitted and downloaded log files from the reported event dates of (B)(6) 2025 and (B)(6) 2025 showed no indication of an issue with the system controller. The root cause of the driveline power fault alarms was determined to be due to damage to the modular cable and could not be correlated to an issue with the system controller. The device history records were reviewed and found no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.